Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: brand name: restore, product ID: 37791 (serial#: unknown), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient (pt). Regarding an external device. It was reported, that they were having issues charging their implant. And the issue began a couple weeks ago. Patient stated, they kept getting an error code of 376. During the call, patient denied damages on the antenna. But noted, the cord was kind of coiled a little bit at times. Patient also noted, the cord was a little bit warm, but didn't know if the cord was warmer than usual. A replacement recharger antenna was sent out. No symptoms were reported.